Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported via webform that a ¿scan again in 10 minutes¿ error message was received with the adc device. The customer indicated that due to this, they experienced a "fainting spell" (a seizure) and they were provided with either juice, sugar, and/or food by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visually inspected sensor patch and no issues were observed. Extracted data using approved software, sensor was found to be in state 8 (indicating error termination). Observed sensor signal low error message, drop in glucose values and temperature which is evidence that the user removed the sensor early. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported via webform that a ¿scan again in 10 minutes¿ error message was received with the adc device. The customer indicated that due to this, they experienced a "fainting spell" (a seizure) and they were provided with either juice, sugar, and/or food by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.